Event description:
According to the reporter, during a procedure, the electric dissector was used normal, in about half an hour, dissector negative alarmed suddenly, the generator rem indicator remained green light even it should already illuminating red light. Blocked cutting operation was being carried out in the surgery, the clinical doctor after a brief pause, continued to use the electric dissector, normal operation for about half a minute later, electric dissector negative plate alarmed again, affected the normal operation. When the fault was found, eliminated the fault of negative plate and wire connection, confirmed that the fault was caused by the dissector, immediately replaced with the backup dissector, so that the surgery could be carried out normally. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.